Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. Visual inspection found the haptic bent and presence of debris and residue on the lens surface. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticm5_12.6, -11.0/+1.5/90 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting and lens rotation. The lens was exchanged for a longer lens and the problem was resolved.